Manufacturer narrative:
The silicone glue was investigated. Nothing strange was found and glue had a full functionality. The viscosity of the glue was found to be normal. Patient photo shows skin irritation/discomfort around the stoma. Reactions to adhesives sometimes occur. In manual under caution, it can be read how to do when the user has skin irritation or other discomfort. Conclusion: no product error. Inform the user not to use the product when skin irritation or other discomfort occurs.

Event description:
After using the glue the patient felt that it was burning on her skin. The glue was more viscous than the other glue she had before. The patient has a "burn" wound.